Event description:
It was reported the elective replacement indicator (eri) message displayed for the ipg on external devices. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A system displayed elective replacement indicator (eri) message was reported. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.